Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mmlot #73f1600021 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a tepp hernia surgery the balloon of the trocar burst after inflation. The second inserted trocar, of the same batch, showed the same failure. Only the third trocar used has worked well. There was no patient injury.